Event description:
Info received indicates the CPR function is not working from either handle.

Manufacturer narrative:
The technician found the right CPR handle was cracked and the CPR linkage needed adjustment and lubrication. He replaced the CPR handle, adjusted and lubricated the linkage to repair the bed.